Event description:
Boston scientific crm received information that during a follow up visit, this atrial lead displayed high out of range impedance measurements. A revision procedure was performed, this lead was removed, replaced and returned for analysis. There was no allegation against this lead. No loss of therapy was reported. No adverse patient effects were reported.

Event description:
- -

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, analysis confirmed the inner conductor coil was fractured at 260 mm from the terminal pin, distal to the suture sleeve and terminal molding and the cathode coil is fractured at 260 mm from the termina pin. Other lead body components (outer insulation, outer coil, and inner insulation) were undamaged at the fracture site. The insulation was stretched between the helix housing and the anode ring. Regions of fatigue and overload were observed on two fracture surface areas, however the remaining fracture surface area was covered with mechanical damage and contamination, therefore analysis was unable to determine the style of the fracture, however confirmed that the type of fracture was classified as fatigue.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.